Manufacturer narrative:
No further information could be gathered as user stopped responding to communication. As a result, reported incident could not be confirmed. No further investigation was possible for this complaint.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where the physician was unable to remove sensor from the patient's arm on first attempt.